Event description:
It was reported to philips that the system¿s image processing computer (ippc) experienced a graphics card recognition failure, resulting in no image display on the examination room monitor. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.